Manufacturer narrative:
Based on the investigation results, DHR was reviewed, process line 14 were audited, and samples were taken to verified the smell, no issues were found. In addition: according to IFU, "in rare instances, some patients may be allergic to the plastic aligner material. If adverse reaction occurs (allergic or otherwise), discontinue use and seek immediate medical attention; ormco must also be notified."

Event description:
Patient stated the new aligners have a strong chemical smell and taste compared to the primary trays. She has been waking up every day with a swollen tongue/throat and can't breathe.